Event description:
An analysis was performed on the returned serial cable, and the reported allegation of communication difficulties was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
A vns treating neurologist¿s office reported that the serial cable cord that goes into the handheld computer was loose. The connection was described as sporadic. A replacement cord was requested and provided to the office. No specific contributing factor was known to have occurred to cause the damage to the cord, per the office. The serial cable cord was received by the manufacturer. However, product analysis has not been completed to date.

Manufacturer narrative:
Review of manufacturing history records performed. Review of the handheld computer manufacturing history records confirmed all quality tests were passed prior to distribution.